Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the ¿my cgm¿ menu option on the pump was grayed out. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.